Event description:
It was reported by the rep that (1) tlc75, (9) tcr75, (2) tlc55 (2) tcr55 were used during an small bowel procedure. It was reported by the rep that on 06/02/2000 the pt came in with a small bowel obstruction. On 07/05/2000 the pt returned with a small bowel release and abdominal exploration. Laparotomy to bowel resection. The pt returned twice for follow up and surgery due anastomotic leak at the staple line.